Event description:
It was reported that t-wave oversensing (twos) occurred with the right ventricular (rv) lead. The patient received inappropriate therapy. The physician attempted reprogramming and implanted a new pace/sense lead along with an upgraded device with t wave algorithms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. T-wave oversensing visible on pdr session printout; episodes 66, 135, and 208.